Event description:
Report received of an overdelivery. In 2004 at 1530, the pump was programmed to deliver 249ml of an unspecified concentration of doxorubicin and vincristine at a rate of 10ml/hr. The next day at 1326, the nurse reportedly found the bag empty. The deviec was removed from clinical serviec and therapy was resumed using a replacement device. Thre was no reported adverse pt effects and no medical interventins were required.